Event description:
It was reported that at the beginning of a prostate procedure, fiber breakage inside of the patient near the tip was noted at 189,075 joules. There was no indication or report of any part of the device remaining inside the patient. The procedure was completed with a second fiber. No injury to the patient.